Manufacturer narrative:
Medical device name update to frn.

Event description:
The following has been reported: biomed reported this pump (B)(6) has malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The pump was returned for a set ID failure. The device was initially infusing normally however failed set ID functional testing. An internal investigation found no signs of physical damage.